Event description:
The customer stated that she was treated by the paramedics due to low blood glucose levels. The customer stated that she woke up in the middle of the night and gave herself a bolus of 7.1 unit. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.